Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('not pain free') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), flatulence ("I thought I had gas- me too"), vaginal discharge ("vaginal discharge"), muscle spasms ("body feel like cramp"), arthralgia ("knees aches so bad / my hip left side feels like it break") and alopecia ("my hair still falling out"). The patient was treated with surgery (essure removal, hysterectomy and bilateral salphingectomy). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain was resolving and the flatulence, muscle spasms, arthralgia and alopecia outcome was unknown. The reporter considered alopecia, arthralgia, flatulence, muscle spasms, pelvic pain and vaginal discharge to be related to essure. The reporter commented: I had my procedure done on (B)(6)2011 "concerning the injuries reported in this case, the following one/ones was/were reported via social media: flatulence" quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure was removed (I got mine coils back)') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced flatulence ("I thought I had gas- me too"), vaginal discharge ("vaginal discharge"), muscle spasms ("body feel like cramp"), arthralgia ("knees aches so bad / my hip left side feels like it break") and alopecia ("my hair still falling out"). The patient was treated with surgery (essure removal, hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal, flatulence, muscle spasms, arthralgia and alopecia outcome was unknown. The reporter considered alopecia, arthralgia, flatulence, medical device removal, muscle spasms and vaginal discharge to be related to essure. The reporter commented: I had my procedure done on (B)(6) 2011. "Concerning the injuries reported in this case, the following one/ones was/were reported via social media: flatulence." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received : reporter was added, event vaginal discharge was added. On 23-mar-2020: social media received: new events added: body feel like cramp, knees aches so bad, my hip left side feels like it break, my hair still falling out and reporter information were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('not pain free') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) of 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), flatulence ("I thought I had gas- me too"), vaginal discharge ("vaginal discharge"), muscle spasms ("body feel like cramp"), arthralgia ("knees aches so bad / my hip left side feels like it break") and alopecia ("my hair still falling out"). The patient was treated with surgery (essure removal, hysterectomy and bilateral salphingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving and the flatulence, muscle spasms, arthralgia and alopecia outcome was unknown. The reporter considered alopecia, arthralgia, flatulence, muscle spasms, pelvic pain and vaginal discharge to be related to essure. The reporter commented: I had my procedure done on (B)(6) 2011. "Concerning the injuries reported in this case, the following one/ones was/were reported via social media: flatulence" quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jul-2020: social media received : reporter added , event coding updated from medical device removal to pelvic pain. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure was removed (I got mine coils back)') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced flatulence ("I thought I had gas- me too"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal and flatulence outcome was unknown. The reporter considered flatulence and medical device removal to be related to essure. "Concerning the injuries reported in this case, the following one/ones was/were reported via social media: flatulence". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: reporter's information was updated and the event "medical device removal" was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information.